Event description:
Invalid result (s). Called in because there was no c or t line after 15 minutes. She followed the directions exactly and dispensed the 4 drops into the s well. She has taken multiple flowflex tests in the past without any problems. Confirmed she has the white box with the lot# sticker on the side. Writing on the cassette pouch is as it should be. The kit was purchased at a (B)(6) dropoff pharmacy.

Manufacturer narrative:
Batch records, final product manufactured and qc reords were reviewed for lot cov1120136. No abnormal issue was found in the manufacturing process, technical testing and quality control inspection, and the manufacturing process complied with the dmr. Reteined samples were checked for the reported lot, and met with the qc criterion. The reported issue could not be found. Complaint is not verified.